Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. No further information will be provided. No product sample is available for return.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. In the ward/ICU, suction could not be done properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.